Event description:
While programming a bolus, patient discovered that infusion set tubing has disconnected from the device. Additionally, patient reported finding a wet spot (location not provided), during the basal delivery. Patient indicated that the infusion set luer appeared to be too large for the device adapter. At the time of the report, patient indicated that patient's blood glucose measured 169 mg/dl. No treatment was received.